Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failed. Field service engineer confirmed that issue was able to recover by customer. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia system drawer failure. The customer reported that users were unable to remove medications. However, there were no delays in patient care as alternative pyxis units were available on the floors. There were no adverse events or injuries reported based on this incident.